Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The packing coil lp was returned loaded backward into the introducer sheath and approximately 2.0 cm of the embolization coil was distal to the introducer sheath. The embolization coil was intact with the pusher assembly and had offset coil winds near its distal tip. The pe fibers were fractured, and the embolization coil was unraveled at its distal tip. Conclusions: evaluation of the returned packing coil lp revealed offset coil winds near the distal tip of the embolization coil. If the device is advanced through the kinked microcatheter which was identified in the complaint, resistance may encounter and damage such as offset coil winds may occur. These offset coil winds likely contributed to the reported resistance experienced while retracting the device into the introducer sheath. If the device is forcefully retracted back into the introducer sheath against this resistance, the pe fibers may become fractured. During functional testing, the packing coil lp was unable to be sheathed within the introducer sheath due to the offset coil winds on its embolization coil. Further evaluation of the device revealed that the embolization coil was unraveled at its distal tip. This damage was likely incidental to the complaint and may have occur due to the distal portion of the embolization coil being returned unprotected outside of the introducer sheath. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) collateral feeding the heart using packing coil lps and a non-penumbra microcatheter. During the procedure, the physician tracked to the target vessel and proceeded to advance approximately thirty percent of the packing coil lp into the vessel before noticing that the microcatheter was kinked. While retracting the packing coil lp back into its introducer sheath, the physician encountered resistance and the remaining 1 mm of the coil would not re-sheath. Therefore, the microcatheter and remaining packing coil lp were removed together. Upon removal, the physician noticed that the distal end of the packing coil lp was knotted. The procedure was completed using a new packing coil lp and a lantern delivery microcatheter (lantern). There was no report of an adverse effect to the patient.